Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 (male patient, (B)(6)). According to the complainant, during the procedure the electrode needle failed to fully extend. The procedure was aborted and completed the following day with a leveen needle electrode. Additionally, the hepatocarcinoma was identified as being over 3 centimeters in size. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)